Event description:
It was reported that during testing the e360 ventilator had a blank display. The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service engineer (se) checked and found the compact flash cord faulty and needs to be replaced. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service engineer (se) checked and found the compact flash card faulty and needs to be replaced. The service engineer replaced the flash card and the issue was resolved. The ventilator was tested and checked to be running normally.